Manufacturer narrative:
Concomitant medical products: 670100 heart band, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited undersensing during an atrial tachyarrythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.